Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro tl implant approximately eleven (11) months after placement due to biomechanical overload. In addition, the doctor stated that the implant was placed in grafted bone.